Manufacturer narrative:
The field service representative found contamination in the solenoid valves. He flushed the internal standard, diluent, and sipper from the syringe. He ran ise checks and the customer ran and accepted qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for one patient sample from the cobas 8000 cobas ise module. The initial result was 151 mmol/l and the repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.